Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('second coil perforated and was removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "unilateral essure-unable to do both sides.". The patient's medical history included cesarean section and calculus of kidney. Concurrent conditions included menses irregular, heavy periods, uterine bleeding, arthritis, ovarian cyst, allergy to antibiotic, fatigue, carpal tunnel syndrome and anxiety. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems,"), genital haemorrhage ("bleeding") and complication of device insertion ("attempt to place the essure was unsuccessful."). At the time of the report, the perforation, pelvic pain, urinary tract disorder, genital haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: insertion details-the right essure was placed without difficulty with three coils present in the os. The left ostia was then identified and attempt to place the essure was unsuccessful. The contraption actually bent after it went in only a few mm. Due to concern that it might be a defect with the essure coil/instrument itself a second essure was opened and introduced and again appeared like it was starting the bend and resistance was met. A little more pressure was applied and then a pop was felt and essure device was advanced forward, however it seemed to advance too easily and too far. Due to concern about perforation the instrument was removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic scan-bilateral essure implants. Concerning the injuries reported in this case, the following one was reported via medical record: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('second coil perforated and was removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "unilateral essure-unable to do both sides.". The patient's medical history included cesarean section and calculus of kidney. Concurrent conditions included menses irregular, heavy periods, uterine bleeding, arthritis, ovarian cyst, allergy to antibiotic, fatigue, carpal tunnel syndrome and anxiety. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems,"), genital haemorrhage ("bleeding") and complication of device insertion ("attempt to place the essure was unsuccessful."). At the time of the report, the perforation, pelvic pain, urinary tract disorder, genital haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: insertion details-the right essure was placed without difficulty with three coils present in the os. The left ostia was then identified and attempt to place the essure was unsuccessful. The contraption actually bent after it went in only a few mm. Due to concern that it might be a defect with the essure coil/instrument itself a second essure was opened and introduced and again appeared like it was starting the bend and resistance was met. A little more pressure was applied and then a pop was felt and essure device was advanced forward, however it seemed to advance too easily and too far. Due to concern about perforation the instrument was removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic scan-bilateral essure implants. Concerning the injuries reported in this case, the following one was reported via medical record: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.